Manufacturer narrative:
An event of the valve migration, perivalvular leak (pvl), complete heart block, hypotension, partial coronary artery obstruction, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration could not be conclusively determined. However, based on the cine review, the valve appears to be under expanded which is evident by struts bunching on the ncc side. This under-expansion likely led to reduced stability, contributing to the gradual migration. The reported pvl and coronary artery obstruction appears to be a cascading effect of the valve migration. The reported heart block and hypotension could not be conclusively determined. The reported unexpected medical intervention and surgical procedures were a result case-specific circumstances: another valve was implanted (valve-in-valve), medication was given to address hypotension, and a permanent pacemaker was implanted due to complete heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10275810). Length of membranous septum was 3.7mm. The patient presented a calcified tricuspid aortic annulus that had a perimeter of 84mm and an area of 523mm squared, second operator measured area at 545mm squared. 26.7mm annular diameter with a min of 23mm and max of 27mm. The left ventricular outflow tract was not tapered. Left coronary artery height of 12mm and right coronary height of 13mm. Sufficient calcium was present. Patient was in incomplete left bundle branch block. Pre-dilatation was performed with a 22mm trueflow balloon and innowi left ventricle guidewire. Pre-dilation was performed with a balloon diameter not exceeding min annulus diameter (minor axis). The navitor was advanced to the annulus. Valve was well expanded at 80% deployment with a depth of 6mm non-coronary cusp (ncc) and 3mm left coronary cusp (lcc). Light backwards tension was applied to the delivery system on final release to try and correct depth mismatch. During final deployment implanter ensured the flexnav was in neutral position/to slight forward pressure. After release the valve remained at 6mm ncc and 3mm lcc. The three retainer tabs were confirmed to be detached in two different views and the guidewire was pulled into the delivery system to allow the nosecone to move away from the frame. The delivery system was removed without entanglement. It was then noted that the valve appeared to be slowly migrating upwards and was continuing to do so. The pigtail catheter was removed and the valve was monitored for 10 minutes. The valve finally settled at 2mm ncc and 0mm lcc. The coronary arteries were suspected to be partially obstructed with some degree of perivalvular leak exacerbated by poor left ventricular function. It was decided to not snare the valve for fear of damaging the ascending aorta. While a replacement valve was being prepared, blood pressure began to drop gradually to 60mmhg systolic. Metaraminol boluses were given. The non-abbott (26mm sapien s3) was implanted predominantly in the native valve with some overlap of the frame. Final result had single digit gradient and no perivalvular leak, however complete left bundle branch block occurred. The procedure was completed and the patient was reported to be stable. Hospitalization for monitoring of rhythm was performed. At some point overnight the patient went into complete heart block and a permanent pacemaker was implanted.